Event description:
Information received indicates the head hi/low function does not work.

Manufacturer narrative:
The hill-rom technician found the head hi/low solenoid valve was stuck. The technician replaced the solenoid valve to repair the bed.